Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the inserter was unable to remove stylet after insertion. Further information indicates that the patient is deceased. It is reported that the device did not contribute to the patient's death. They were unable to remove the stylet. The stylet was stuck and unable to be separated from the catheter section.